Manufacturer narrative:
The device was not received for investigation. However, the provided photo confirmed the report. It shows the blue balloon ruptured. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." It was also stated it's unknown if the device was checked prior to use. The IFU also states "inspect the product and package prior to use and do not use if there is any evidence that the package or the shunt has been damaged. Pretest the shunt according to the pretest procedure prior to patient use to ensure the lumen is free of obstructions and the balloons are functional." We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Due to reports of similar issues for this product we have opened CAPA 2024-005 to further investigate the reported issue.

Event description:
It was reported that the pruitt f3-s balloon ruptured during a procedure. A replacement device was used to complete the operation and no injury was reported to the patient.